Event description:
A call was received from patient's wife this morning. She reports that she went to check on patient approximately 2 hours earlier due to machine alarm and found him passed away. Patient was on home peritoneal dialysis machine at the time. Manufacturer response for peritoneal dialysis machine, baxter (per site reporter) to send in the device for evaluation. Pending service report/manufacturer investigation.

Event description:
A call was received from patient's wife this morning. She reports that she went to check on patient approximately 2 hours earlier due to machine alarm and found him passed away. Patient was on home peritoneal dialysis machine at the time. Manufacturer response for peritoneal dialysis machine, baxter (per site reporter). To send in the device for evaluation. Pending service report/manufacturer investigation.